Event description:
It was reported that a nurse trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use a dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. Hemostasis was achieved with the starclose se clip. There was no report adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.